Manufacturer narrative:
The insulin pump had a bleeding display glass, cracked case at display window corner andminor scratched display window.

Event description:
The customer reported via telephone call that the display looked watery after being bumped a few times during moving. The blood glucose reading was 99 mg/dl. The customer was advised to discontinue use of the insulin pump and to revert to a backup plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.